Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that he had a burning sensation five to six months prior to (B)(6) 2016 and had notified his managing physician. There did not seem to be answer to the problem. It was found that the device wasn¿t working in 2015 and it had to be replaced. There was still some mild burning with the replacement implant and the issue had not resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he had the implantable neurostimulator (ins) replaced because it was "broken"/not functioning. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, or troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.